Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the left ventricular lead could not be passed through the cps aim introducer at the curve. An x-ray (B)(6) 2019 confirmed that the introducer curve was not so severe that the lead should not have been able to pass through it. The physician replaced the lead and the sheath and completed the procedure with no further issues. There were no patient consequences.